Event description:
It was reported that forgot to open the transfer set during the initial drain, while using the homechoice (hc). As a result, the hc moved to a fill cycle of the therapy. The hp was instructed to do a manual drain. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error, failed to follow therapy steps, where the home patient (hp) forgot to open the transfer set during the initial drain. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for setting up the homechoice for therapy. Also, it instructs the user to connect the transfer set to the patient line and open the transfer set prior to pressing go to start the therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.